Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence and fluid discharge at the evoke closed loop stimulator (cls) implant site. Oral antibiotics and topical ointment were prescribed. The evoke scs system was explanted to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.